Event description:
Customer reported that their blood glucose readings went severely low due to a possible transmitter issue. It was noted that the low blood glucose readings made the customer have seizures and his wife treated him with glucagon. Through troubleshooting it was noted that the minilink may not be working. Customer's blood glucose reading at the time of the call was170 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.